Manufacturer narrative:
The carina is a long-term ventilator for the treatment of sub-acute care patients who are dependent on ventilators or who require respiratory support. The analysis of the device log file provided basis for the investigation. On the reported date of event the error code 00.a002 has been logged which indicates that an isolated software error had occurred as a software task could not be fulfilled. As a specified reaction the device rebooted in order to restore a valid data base. This process is accompanied by a corresponding alarm. After successful completion of the reboot, the device continues ventilation with the latest settings. As a preventive measure the pcb main has been replaced subsequently.

Event description:
It was reported that the carina shut down whilst on patient and rebooted without user interaction. No patient consequences have been reported.